Event description:
Caller states that the patient tested 404 mg/dl, hi, and 68 mg/dl on the inform device while a lab read 96 mg/dl. All test results were obtained within a 10 minute time period. No action was taken based on device results. No adverse event reported. Quality controls were used and reportedly fell within acceptable limits. Requested return of suspect device and replacement was sent.